Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in a coronary vessel. A 20x3.00mm promus premier drug eluting stent was advanced for treatment. However, it was noted that the tip of the stent strut was lifted. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.